Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed. The helix was disengaged from helical channel. There was blood/body fluid (not obstructed) on the distal conductor, blood in/on the helix mechanism sleeve head and the helix mechanism itself, and there was a tip seal observation. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
During an implant attempt of the right ventricular lead, it was reported that there was intermittent capture and elevated threshold. The lead was repositioned multiple times due to patient anatomy. Upon repositioning, a kink was visible on fluoroscopy and there was an apparent lead fracture. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that there was intermittent capture, high/unstable/variable threshold, difficulty positioning/fixing. Upon implant a kink was visible on fluoro and there was an apparent lead fracture. The lead was extracted and replaced. No patient complications were reported as a result of this event.